Event description:
Healthcare professional reported "right side deflation." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening on anterior, crease fold, and wear abrasion. Leak test and microscopic analysis was performed which identified, a crease smooth opening on anterior. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on anterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, "right side deflation". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.